Event description:
It was reported that the device exhibited intermittent post-paced t-wave oversensing via a review of remote transmission. No programming changes were made at this time. The patient was asymptomatic.

Event description:
New information received indicated that the device exhibited another episode of post-paced t-wave oversensing (pptwos). Programming changes were made to resolve pptwos. The patient was stable.